Event description:
In (B)(6) 2015, the patient underwent a right side si joint arthrodesis where three ifuse implants were placed. Although the patient had no pain complaints following the surgery, the surgeon determined that the second and third implants did not fully cross the si joint. In (B)(6) 2015, the surgeon performed a revision surgery where he removed the 2nd and 3rd ifuse implants and replaced them with longer ifuse implants (both 7x45) in the same holes. The surgery was completed without any incidents. The status of the patient following the surgery is not yet known.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection (too short). Product description (includes part number, lot number, manufacturing date and expiration date). First (superior): ifuse implant, p/n 7045-90, lot# i0909, manufactured 02/28/14, expires 2019-02. Second (middle): ifuse implant, p/n 7035-90, lot# i0852, manufactured 11/22/13, expires 2018-11. Third(inferior): ifuse implant, p/n 7035-90, lot# i0852, manufactured 11/22/13, expires 2018-11.